Event description:
It was reported that the patient did not have any beneficial hearing sensation with her ci on left ear. According to the surgeon, the anatomical circumstances were difficult at initial implantation. The x-ray showed an unclear position of the electrode.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.